Manufacturer narrative:
The customer complaint of extension set filter leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak from the extension set filter during a tpn infusion. No patient harm reported.